Manufacturer narrative:
No device was received for investigation. Therefore, the reported complaint is unable to be confirmed. If the device is received, the investigation will be re-opened for further evaluations.

Event description:
It was report that in the intensive care unit, the pressure sensor was connected. When flushing the arterial backflow, a leak in the pressure sensor was found. Causing no harm to the patient.